Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. Advised the customer revert to back up plan. The customer also mentioned being hospitalized due to high blood glucose due to diabetes ketoacidosis and high blood glucose of 1100 mg/dl. The customer stated that the insulin pump would not rewind entirely. The customer stayed in the hospital for three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.